Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the cause of high impedances was not determined and patient will be seeing the neurosurgeon for intra-op testing.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was unknown, but the replacement of the extension had resolved the issue. There were no further complications reported.

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) revealed that there were no anomalies with the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the health care professional (hcp) was seeing high impedance when tested at 0.7 volts. Patient was getting greater than 6k ohms and bipolars are around 2100 ohms. Patient sis not able to tolerate testing at higher voltage. The rep stated the hcp tested impedance high prior to replacement in march. Rep stated they tested impedance prior to replacement and impedance was good, further mentioning that the patient's impedance test shows high impedance again. The technical services specialist (tss) and the rep discussed intermittent impedance issue, but it does imply lead/extension site as suspect since the ins was replaced in (B)(6) 2019. It was reviewed for the rep to test impedances at various head position. Rep had to disconnect. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator, product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that there were intermittent impedance issues and discomfort from therapy. They were unable to replicate the issue in pre-op or following replacement of the extension. The patient¿s ins was off when the rep saw the patient in pre-op. The doctor wanted the patient to be seen by their neurologist before the ins was turned back on. There were no known issues for the cause. The ins was replaced on (B)(6) 2019. There were intermittent impedance issues before and after, but it was unknown when the issue began. The doctor said there were no obvious signs of system damage visible in the x-ray or CT scan. The ins change didn't resolve the issue, so the extension was replaced on (B)(6) 2019. They found no impedance issues before or after the procedure, so it wasn't known if the extension replacement resolved the issue. The doctor wanted the patient to be seen by the neurologist after the extension replacement to test out the system. The resolution was unknown. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.